Event description:
The customer reported that the device would not shock using internal paddles. The device was in use on a patient, but no adverse event to the patient was reported. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.